Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a heel warmer. The customer reports the heel warmer exploded upon activation and sprayed contents all over the work area.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway; upon completion, the results will be forwarded.